Event description:
It was reported that, the surgeon inserted an aa4203tl toric silicone plate lens and the lens tore. The posterior capsule was also torn. The incision was enlarged and the lens was cut up to remove. An anterior vitrectomy was performed. Another lens was implanted and a suture was required to close the incision. This facility uses a competitor's phacoemulsification system. Additional information has been requested from the facility, but none has been forthcoming, if additional information does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Conclusions: no lens was returned in the unit carton.